Event description:
A malfunction alarm with a code 12-0x2071 was reported, which could be reset but recurred after resetting. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, confirmed the pump was under warranty, and decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and agreed to return the problematic pump to tandem using a pre-paid label within 10 days.